Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8835, serial# unknown, product type: programmer. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the pump had an unrecovered motor stall related to electromagnetic interference (emi). The patient reportedly, received ¿some type of rf treatment¿ in (B)(6) 2013. ¿shortly after,¿ the pump stopped working and they were unable to locate it with the physician programmer. Multiple physician programmers were attempted, in various offices, but the pump remained unresponsive. The pump was explanted and replaced on the day of this report. It was said there were no patient symptoms or complications related to this event. The pump was used to deliver lioresal (2000mcg/ml) at 198 mcg/day.

Event description:
It was further reported that the family could not recall the exact therapy the patient received but indicated it occurred at a chiropractor¿s office.

Manufacturer narrative:
Analysis of the pump confirmed no telemetry and therefore there was no pump log data. Destructive analysis and testing indicated that the battery was swollen and read "0 volts.¿ the technician removed the battery and attached a known good battery. The known good battery instantly when attached to the hybrid was pulled down from 3 volts to 1.5 volts. The static current drain was tested using the test battery and indicated a very high current drain. The high current that depleted the battery was due to an anomaly in the l334 integrated circuit (ic). Photon emission analysis identified an anomaly that caused a resistive short between vdd and avss. The visual appearance of the anomaly was damage to the ant (antenna) input pin of the l334. The l334 ic had a component designation of u1. The l334-006ab component used on this hybrid was a 1.5m cmos bumped ic from promis lot number 2cxnx.15c. The battery was sent for further testing which also confirmed the high current drain failure on the hybrid. This analysis was as follows. The cell was extracted from the pump after 9.5 months of implant (device stopped working after 5 months implant). The cell was swollen, having a center thickness 1.29 mm above the upper specification limit. This swelling was most likely caused by an external short or other high current drain condition, as there was no active short at the time of battery analysis, and there was no evidence of an internal problem causing the swelling. Destructive analysis did not provide any evidence of an internal mechanism leading to early depletion. The swollen state of the cathode pellet, along with lithium deposition found during destructive analysis, indicate that the cell probably experienced a very high external current drain or was mishandled in some way leading to an external short condition. No other problems were found with the pump battery. In conclusion, analysis confirmed that the pump hybrid had an anomaly of a high current drain in l334 ic. Further, analysis of the 8731 noted that a portion of this catheter, the distal portion, was returned and it had acceptable testing. Analysis of the other unidentified catheter returned noted that the catheter body was incorrectly assembled or sutured. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.